Event description:
It was reported that during a shoulder cuff repair the device broke. There was a backup device available. A delay of more than half an hour was reported. No patient injury was reported.

Manufacturer narrative:
One 72202597 twinfix ultra ha 4.5mm suture anchor product used for treatment, was returned for evaluation. The complaint stated: ¿the device broke.¿ the insertion device was returned with suture still wound on the cleats. The anchor had multiple torque force fractures. All fragments appeared to be returned. Both inserter tine forks were very bent. The symptoms are consistent with loss of axial alignment and excess torque applied. Review of instruction for use (IFU) documentation confirms instructions, precautionary statements and recommendations for proper use of product. Factors that may affect device performance include: device storage and transit, surgical and device ability, procedure location and tissue condition. Per IFU: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Bone quality must be adequate to allow proper placement of suture anchor. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. A two-finger ao technique should be used to insert the anchor. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force.¿ recommended prep instrument for normal bone condition is a pilot hole with a 3.5mm spade tip drill and a 4.5mm threaded dilator. Three other complaints were reported for this lot. Product met specifications upon release to distribution.